Manufacturer narrative:
The patient remains on going with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient presented to the hospital with a headache, slurred speech, and right-sided hemiparalysis. It was determined that the patient suffered a hemorrhagic stroke secondary to a hyper therapeutic international normalized ratio (inr). The patient was admitted and anticoagulants were held. Aspirin and persantine were started prior to discharge. The patient was not restarted on coumadin. No further bleeding complications since discharge on (B)(6) 2014.